Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the surgeon was able to squeeze the handle, the clips were not loading properly. Some clips were unintentionally ejected from the jaws. The clips could not be held in the branch and fell into the patient cavity and were retrieved. Another product was used to resolve the issue. There was no patient injury.